Manufacturer narrative:
Correction: h4: in initial report, the device manufacture date was inadvertently reported as 10/11/2010, however the correct date is 08/31/2010. This follow up has the correct date indicated in section h4. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). The field service specialist (fss) went to the customer site and checked the excimer laser system for the reported slit motor failure error. The fss resolved the reported issue by replacing and calibrating the (bsm) beam shaping module and calibrated and aligned system. The integrator was adjusted and lens cal was verified. The system was ready for use. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a slit motor error occurred during a case. The laser stopped during procedure. The laser was rebooted but still failed self test. Treatment was aborted. The treatment could not be completed.